Manufacturer narrative:
The insulin pump was received with a frozen display and a constant tone due to faulty component on the interface board. Intermittent button press was noted due to a corroded keypad trace.

Event description:
It was reported that the insulin pump had unresponsive buttons. The time on the screen was advancing, however. Nothing further was reported.